Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax and internal parts exposed. Force issue. It was reported that during the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-may-2025, observed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax and internal parts exposed on 08-may-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned for evaluation on 05-may-2025, and the visual inspection, and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The instructions for use (IFU) in carto 3 system manual contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During an internal review on 02-jun-2025, noted a correction under the 3500a initial as in h11. Additional manufacturer narrative should have included: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. In addition, correction to g4. PMA/ 510(k). It should have been processed as p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).